Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the stent was deformed and broken. The distal part of the stent remained within the microcatheter hub and could not be removed. Functional testing could not be performed due to the condition of the returned device. No anomalies were noted to the device prior to use and there is no indication of a use error. The stent was returned deployed and damaged with the distal part of the stent inside the microcatheter hub. It is likely that the stent was damaged during use resulting in the reported transfer difficulty. Based on device analysis and the information available, it is probable the device was damaged due to some procedural/anatomical factors encountered during procedure, the device performance was limited. As such, an assignable cause of operational problem due to component failure was assigned to this investigation.

Event description:
Analysis of the returned device found that the stent was broken. There was no clinical consequence to the patient due to this event.